Event description:
It was reported that approximately 3 years prior to the report the patient was not under the care of a pain specialist and went without pump refills to the point that the pump became empty. The patient was not on oral medication at that time; however, no symptoms were reported. The device system had been used to deliver morphine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).